Manufacturer narrative:
Review of manufacturing history records found 30 pieces of lot 33611mm released for distribution on september 16, 2015 with no deviations or anomalies. Review of complaint history found two previous report of tip breakage for this lot. Engineering evaluation notes that the failures appear to be the result of ductile shear overload conditions. The cause of the overload condition could not be determined. The failures appear to be the result of ductile shear overload conditions. Although the failure rate remains low, and no corrective actions were recommended at this time, a CAPA was initiated previously for further investigation and possible corrective actions related to tip breakage. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2016-00041 / 00042).

Manufacturer narrative:
Product to be returned for evaluation but has not yet been received. Upon receipt, evaluation will be conducted and upon completion a follow-up report will be filed. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2016-00041 / 00042).

Event description:
It was reported that a revision was performed to fuse an adjacent level from the original procedure, on (B)(6) 2016. The existing s-lok pedicle screw hardware was removed replaced with the reform polyaxial pedicle screw system. After removing a 6.5mm x 50mm s-lok screw from l4, a 7.5mmm x 50mmm reform pedicle screw was inserted and upon seating there was an audible click heard and it was noted that the reform polyaxial driver tip had broken off level with the head of the screw. The tip was unable to be removed and the doctor chose to leave the screw in place. Subsequently, a 6.5mm x 50mm s-lok screw was removed from the opposite side of l4 and upon seating the 7.5mm x 45mm reform pedicle screw the tip of a second driver also broke. The second tip was able to be removed and the procedure was completed with no further issue and a slight (2 minute) delay.